Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated weight. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined that the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the first 3.5x18 mm xience alpine stent delivery system (sds) was unable to cross the predilated, mid right coronary artery (rca) that had a strange, tortuous take off in the proximal segment. After the sds was removed from the anatomy, the stent struts were flared. The second same size xience alpine sds was inserted, but was also unable to cross the target lesion and during removal of the sds, the stent dislodged from the guide catheter. Attempts to remove the dislodged stent via snare were made, but these were not successful. A 3.5x12 nc balloon was inserted through the dislodged stent and expanded in the non-target proximal rca. Balloon angioplasty was performed in the mid rca. The procedure was completed with zero stents in the target lesion. No additional information was provided.